Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead exhibited atrial oversensing. The lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.